Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving infumorph 10 mg/ml at a dose of 6.2 mg via an implantable pump. It was reported that there was fluid build-up in the pump pocket. There were no known external factors. Diagnostics/troubleshooting performed included a catheter dye study. Actions/interventions performed included a catheter revision. It was stated that the rep received a phone call on saturday, on (B)(6) regarding a patient who was likely to have exploratory surgery on monday. At the time, the rep was not given the patient¿s name or date of birth. The patient had been seen in the hospital on thursday or friday of last week, just a few days prior, for fluid buildup around the pump site. The fluid was aspirated and sent to the lab for testing, which showed no signs of infection. When the rep arrived for surgery this morning, the rep learned that the physician wanted to perform a catheter access dye study before taking the patient to the operating room (or). The interventional radiologist first filled the pump with new medication. He was able to withdraw 8 ml of medication from the reservoir, with an expected volume of 7.9 ml. He then performed a dye study under fluoroscopy, which did not show any obvious catheter concerns. Immediately after the dye study, the patient was taken to computed tomography (CT) for further imaging. On the CT, both the radiologist and the physician observed a small amount of dye outside the catheter at one location. The rep also spoke with the patient at this time. The patient reported that he was getting relief from his pain and that his only concern had been the fluid buildup. Based on the CT findings, the physician decided to proceed with surgery. During the procedure, the physician found a small nick in the outer sheath of the catheter near the anchor site. He cut out 6.5 cm of catheter, including the anchor, and reconnected the catheter using a connector. Instead of placing a new anchor, he sutured the connector to the fascia. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 23-oct-2026, UDI#: (B)(4), h3: 8780 catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.